Event description:
It was reported that the right ventricular (rv) lead was explanted due to unspecified impedance issues. A new different manufacturer's rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that only the terminal segment of the lead was returned. It was severed at approximately 11 centimeters from the terminal pin. Setscrew marks were noted to be in the correct location indicating full lead insertion. Testing of the returned portion was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations with the returned portion of the lead.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to unspecified impedance issues. A new different manufacturer's rv lead was successfully implanted. No additional adverse patient effects were reported.